Event description:
It was reported the insulin pump was not working correctly due to the amount of a correction bolus that was delivered in the morning. Customer had a high blood glucose of 267 mg/dl and the device only delivered a correction of 11.4 units and he thinks it should have been more. Customer's blood glucose was 188 mg/dl. Customer's spouse stated the bolus was incorrect, he believes it should have delivered a bolus of 19.8 units. Customer's spouse administered an additional 8.4 units of insulin manually into the customer. Customer's spouse was advised to speak to customer's doctor in regards to bolus wizard settings. Customer's spouse stated he will monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.